Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low r-wave sensing and high pacing threshold. The lead is fifteen years old and was capped and replaced. No patient complications have been reported as a result of this event.